Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the right atrial lead dislodged six times during implant. The lead was removed and another lead was used to successfully complete the implant procedure. No patient complications have been reported as a result of this event.